Manufacturer narrative:
It was being reported that during a pm the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "broken plastic pieces". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse while performing the preventive maintenance (pm) of a unit the following items are being cracked due to the abuse from the customer which are as follows IV pole above s/n (B)(6) , display,filler strain relief , handle , cardiosave and fse had also replaced these parts during the pm performed the full calibration and tested the unit. The product had passed all the functional/safety testing. The unit was returned to the customer after the completion of a pm. There is no involvement of the patient during this incident.

Event description:
It was being reported that during a pm the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "broken plastic pieces". There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.